Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Inspection of the device found corrosion on the mechanism rails and the commutator cap. Inspection of the download data confirmed that an 0 x 42 alarm was generated by the pod during operation, indicating rotational sensor minimum pulses between safety sensor trans. No timeouts or drive stalls were seen in the download data; however, a rotational sensor malfunction was observed. The hazard alarm was generated due to fluid on the commutator cap which caused the rotational malfunction which ultimately led to the alarm. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, the rotational sensor abnormality, and the 0x42 hazard alarm. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported for a communication alarm during operation.